Event description:
The doctor indicated that the abutment fractured in patient's mouth after placed/worn. There was no patient injury.

Manufacturer narrative:
This device has not yet been returned and therefore the investigation has not yet been conducted. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a malfunction. The risk to the patient is remote.

Manufacturer narrative:
(B)(4). Investigation results: the DHR and 3shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole.